Event description:
It was reported that an alarm was triggered, and upon investigation, it was discovered that an o-ring was missing when the cartridge was removed. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed to remove the o-ring from the pneumatic tap and attempted to load a new cartridge, although it did not click.